Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 29-mar-2016. It refers to the adult female plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, abdominal bloating, pelvic pain, back pain, and weight gain. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In the spring of 2011, plaintiff discovered that she was pregnant. Plaintiff underwent an ultrasound and was advised that she was carrying a (B)(6) dead fetus and needed surgery. Plaintiff surgery (as reported), but her symptoms persisted. In (B)(6) 2012, plaintiff underwent surgery to remove her fallopian tubes, at which time physicians discovered that her right coil had punctured her right fallopian tube. Plaintiff subsequently continued to suffer from pain and severe bleeding. In 2015, plaintiff underwent an ultrasound which determined that she still had fragments of essure in her body. Plaintiff continues to suffer and live in pain. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Follow-up received on 21-apr-2016: ptc result. (B)(4). Quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who became pregnant almost 1 year after essure insertion. At 16 weeks of gestation, it was found she was carrying a dead fetus, thus she underwent a surgery (unspecified). Months later, she underwent a salpingectomy which revealed her right coil had punctured her right fallopian tube. After this surgery, she experienced severe bleeding and an ultrasound determined she still had fragments of essure in her body (seen as device breakage). Only pregnancy and fallopian tube perforation are listed in essure's reference safety information. Breakage is expected according to technical analysis. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, consumer had the confirmation test which showed proper placement of her coils. She became pregnant and had a spontaneous abortion. Years later, a fallopian tube perforation was diagnosed. This fallopian tube perforation could be an alternative explanation for the reported device failure (pregnancy). However, since its mechanism is unknown (if perforation occurred before or after pregnancy onset), causality between these events and essure cannot be excluded. This same assessment is given for the reported spontaneous abortion; considering this event occurred during the second trimester of gestation, a mechanical interference between essure and the developing pregnancy cannot be ruled out. Regarding the remaining event (device breakage), its exact mechanism is unknown (if it occurred as a consequence of essure removal). Nevertheless, given its nature causality cannot be excluded. This case was regarded as incident, due to the serious injuries reported. Based on the available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('her right coil had punctured her right fallopian tube'), device breakage ('she still had fragments of essure in her body'), abortion spontaneous ('16-week-old dead fetus') and pregnancy with contraceptive device ('pregnant') in an adult female patient who had essure (batch no. 20227510,(689833-inv)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included nickel sensitivity. On (B)(6) -2010, the patient had essure inserted. In 2011, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2015, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe bleeding"), pelvic pain ("increasingly severe pain/continues to suffer and live in pain / pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, pelvic discomfort, menorrhagia, abdominal distension and weight increased outcome was unknown and the pelvic pain and back pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, back pain, device breakage, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2010 and removal date as per mr is (B)(6) 2012. 0 trailing coils on the right side and with 3 trailing coils on the left side. Lot number reported (689833) is invalid. Most recent follow-up information incorporated above includes: on 30-mar-2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('her right coil had punctured her right fallopian tube'), device breakage ('she still had fragments of essure in her body'), abortion spontaneous ('16-week-old dead fetus') and pregnancy with contraceptive device ('pregnant') in an adult female patient who had essure (batch no. 20227510,(689833-not valid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included nickel sensitivity. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2015, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe bleeding"), pelvic pain ("increasingly severe pain/continues to suffer and live in pain / pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, pelvic discomfort, menorrhagia, abdominal distension and weight increased outcome was unknown and the pelvic pain and back pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, back pain, device breakage, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2010 and removal date as per mr is (B)(6) 2012 0 trailing coils on the right side and with 3 trailing coils on the left side. This lot number 689833 is not valid. Lot number: 20227510, manufacturing date: 2009/12, and expiration date: 2012/12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-mar-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('her right coil had punctured her right fallopian tube'), device breakage ('she still had fragments of essure in her body'), abortion spontaneous ('16-week-old dead fetus') and pregnancy with contraceptive device ('pregnant') in an adult female patient who had essure (batch no. 20227510,689833) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included nickel sensitivity. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2015, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe bleeding"), pelvic pain ("increasingly severe pain/continues to suffer and live in pain / pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, pelvic discomfort, menorrhagia, abdominal distension and weight increased outcome was unknown and the pelvic pain and back pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, back pain, device breakage, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2010 and removal date as per mr is (B)(6) 2012 0 trailing coils on the right side and with 3 trailing coils on the left side. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received: reporter, lot number, medical history and rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.